Event description:
The international customer reported the ventilator shut down and did not alarm. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service technician confirmed a vent inop occurrence due to a high blower temperature but did not duplicate the reported problem. The service technician will evaluate the blower and motor controller board for replacement due to the noted vent inop occurrence. Service completion is pending approval.

Event description:
The manufacturers service technician reported during testing the high blower temperature alarm sounded several times. The service technician replaced the blower and motor controller board to address the reported problem and findings. Final testing, including alarm function testing, was performed per operating specifications and reported no faults during testing.

Manufacturer narrative:
(B)(4)